Manufacturer narrative:
The device was received in two pieces. Porous areas noted at break. The device history was reviewed and found no excursions. Proper materials and methods of manufacturing were utilized. A test was added to the manufacturing procedure for a 100% inspection of each dilator to effectively identify any parts with a defective tip. This additional testing was implemented after the manufacturing of the lots from which these complaints originated.

Event description:
"Customer reports while inside the patient, the dilatator tip is broken. The device was removed and replaced with a new set". There were no consequences for the patient.